Manufacturer narrative:
(B)(4). The device was discarded by the patient and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a minicap with the overpouch already opened. This was discovered before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.